Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('tightly embedded within the right cornu and extending into the myometrium is a metallic device') and pelvic pain ('her post-procedure period has been marked by pelvic pain/increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), abdominal distension ("excessive abdominal bloating"), discomfort ("increasingly severe discomfort"), tooth disorder ("dental issues"), headache ("frequent headaches") and nausea ("nausea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, davinci platform). Essure was removed on 17-nov-2017. At the time of the report, the embedded device outcome was unknown and the pelvic pain, abdominal pain, abdominal distension, discomfort, tooth disorder, headache and nausea had not resolved. The reporter considered abdominal distension, abdominal pain, discomfort, embedded device, headache, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted for date of removal: (B)(6) 2016 she had never experienced any of these conditions. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Due to the severity of her symptoms, her physician has recommended that she undergo a hysterectomy to remove the essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information added. Rcc updated. Event: "tightly embedded within the right cornu and extending into the myometrium is a metallic device" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('her post-procedure period has been marked by pelvic pain/increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), abdominal distension ("excessive abdominal bloating"), discomfort ("increasingly severe discomfort"), tooth disorder ("dental issues"), headache ("frequent headaches") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, discomfort, tooth disorder, headache and nausea had not resolved. The reporter considered abdominal distension, abdominal pain, discomfort, headache, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had never experienced any of these conditions. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Due to the severity of her symptoms, her physician has recommended that she undergo a hysterectomy to remove the essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('her post-procedure period has been marked by pelvic pain/increasingly severe pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), abdominal distension ("excessive abdominal bloating"), discomfort ("increasingly severe discomfort"), tooth disorder ("dental issues"), headache ("frequent headaches") and nausea ("nausea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, abdominal distension, discomfort, tooth disorder, headache and nausea had not resolved. The reporter considered abdominal distension, abdominal pain, discomfort, headache, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: she had never experienced any of these conditions. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Due to the severity of her symptoms, her physician has recommended that she undergo a hysterectomy to remove the essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received : case category upgraded to serious incident. Essure removal done. Essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.